Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the artificial heart director that at the time of implant, there was bleeding observed from under the outflow graft bend relief at the metal junction. An attempt was made to stop the bleeding with bioglue; however, a decision was ultimately made to replace the graft with a new one from another implant kit in their inventory. The customer believes the bleeding was due to a hole in the graft that was shipped in the original implant kit.

Manufacturer narrative:
The patient remains on lvad support. The manufacturer is attempting to acquire the suspect graft for further evaluation. No further information is available at this time.